Event description:
It was reported that one day post implant the lead had high threshold and after x-ray it was confirmed that the lead had moved from its original position. It was decided to remove the lead and implant a new lead with active fixation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.